Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 502 mg/dl, 526 mg/dl and 46 mg/dl, when all test were performed within 10 minutes on the active s system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.